Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "30's" mg/dl. Cause was not known. In response, the customer used nasal glucose and received assistance from their partner to administer the glucose. No additional information was provided.